Event description:
Distributor reported, "hypotonia. No resistance. Removed and kept for study purpose and lost".

Manufacturer narrative:
The IFU was reviewed and was confirmed to include hypotony as a known complication and adverse reaction. The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Device was lost by the user facility and is not available for return.

Manufacturer narrative:
Original report stated device was lost however, device was returned and underwent visual inspection and functional testing. Valve appears undamaged, no issues found during visual inspection. State pressure test was also conducted on the unit to mimic the physiological flow conditions of the human eye, where the resulting pressure in the system measured and yielded passing results. The returned valve met the acceptance criteria. The issue of low iop condition as reported by customer could not be replicated or confirmed.